Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was found to have the tip connection part worn-out and broken. A backup instrument of different kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer found the tip connection part was worn out and broken upon inspecting prior to use. The ports were not placed when the issue identified so no arcing occurred. There was no patient injury and no fragment fell inside the patient. Photographic images of the device(s) was available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "tip connection part was worn out and broken." Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip tip. A piece approximately 0.099" x 0.066" was found to be broken off at the distal end. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to user mishandling or misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the monopolar curved scissors instrument (part # 430004-53/lot# s10210805 0012) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022, on system (B)(4). The instrument had 18 uses remaining after (B)(6) 2022. The instrument was not used on the event date of (B)(6) 2022. Review of the provided image is consistent with the complaint of broken tip connection. This complaint is being reported due to the following conclusion: failure analysis investigations found missing piece from the distal end of the instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.